Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " marking on the insertion tube was peeled off" was caused by stress of repeated use, external factors or handling of the device. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected field: h6 (component code has been corrected to 4768 - coating material and investigation conclusions code has been corrected to 4307 ¿ cause traced to component failure).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the coating on the image guide serpentine of the bronchovideoscope, peeled off. There were no reports of patient involvement.